Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed this report is associated with MFR report number: 1.3005168196-2020-00360.

Event description:
The patient was undergoing a coil embolization procedure in the m1 segment of the middle cerebral artery (mca) using penumbra smart coils (smart coils), non-penumbra coils, a penumbra smart coil detachment handle (handle), and non-penumbra microcatheter. During the procedure, the physician placed a smart coil and another coil in the target vessel. The physician then advanced another smart coil into the target vessel and attempted to detach the smart coil using the handle but was unsuccessful. It was reported that a part of the smart coil was stuck in the microcatheter and had detached inside of the microcatheter; therefore, the microcatheter containing the detached smart coil was removed. The physician continued the procedure and attempted to place two additional smart coils; however, the aneurysm was already packed. The procedure ended at this point. There was no report of an adverse effect to the patient.